Event description:
The event happened during the procedure. The cashmere 14 cerecyte microcoil 5 mm x 12 cm (crc140512-30/g15850) could not be detached using an enpower control cable (ecb000182-00/c13059). It was noted that the green system ready light did not illuminate at the time the detachment was attempted. Although the cable was replaced for a new one (ecb000182-00/c12388), the situation did not improve. After that, the detachment control box was replaced for a new product but the green system ready light did not illuminate. The type of both detachment control boxes used with the products were not provided. Therefore, the cashmere coil was safely removed from the patient and the procedure was continued using an unspecified competitor's product (axium/covidien (B)(4)). Afterwards, the procedure was successfully completed without any further issues. The low battery and fault light were not seen during the case. It is unknown if the detachment light illuminated during the detachment cycle and if the audible signal beeped. All connections appeared to fit properly without application of excessive force. There was no patient injury reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the device after the event.

Manufacturer narrative:
There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (excelsior sl10/stryker, type unknown). It is unknown if the microcatheter was re-shaped or not. According to the physician, pre-deployment electrical check was not performed. The complaint products are going to be returned for evaluation. No additional information was available. The procedure was coil embolization of internal carotid artery aneurysm that was mildly tortuous. Conclusion: the procedure was coil embolization of an internal carotid artery aneurysm that was mildly tortuous. The event happened during the procedure. The cashmere 14 cerecyte microcoil 5 mm x 12 cm (crc140512-30/g15850) could not be detached using an enpower control cable (ecb000182-00/c13059). It was noted that the green system ready light did not illuminate at the time the detachment was attempted. Although the cable was replaced for a new one (ecb000182-00/c12388), the situation did not improve. After that, the detachment control box was replaced for a new product but the green system ready light did not illuminate. The type of both detachment control boxes used with the products were not provided. The cashmere coil was safely removed from the patient and the procedure was continued using an unspecified competitor's product (axium/covidien (B)(4)). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury reported. The low battery and fault light were not seen during the case. It is unknown if the detachment light illuminated during the detachment cycle and if the audible signal beeped. All connections appeared to fit properly without application of excessive force. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU (except as noted below) and the constant flush had been maintained at all times. Prior to use, no defects (kink, bends etc) were noted on the products by visual inspection. Also no damage was reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (excelsior sl10/stryker, type unknown). It is unknown if the microcatheter was re-shaped or not. According to the physician, pre-deployment electrical check was not performed. No additional information was available. The device positioning unit (dpu) of the returned product failed electrical testing. The detachment fiber did not receive heat and melt. The coil's socket ring was found pushed down inside the outer sheath and against the distal end of the resistive heating coil. The most likely root cause of the coil's failure to detach inside the aneurysm and for the enpower system "go" light's failure to illuminate was due to electrical wiring damage. The circumstances of how and where this damage occurred cannot be determined. The two returned enpower remote connecting cables passed electrical and functionality testing and most likely did not contribute to the field complaint. In addition, without the return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. It was stated in the report that the pre-deployment electrical check was not performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the foregoing information, there is no indication that corrective action is warranted at this time. Concomitant medical products and therapy dates: enpower control cable (ecb000182-00/c13059); enpower control cable (ecb000182-00/c12388); 2 detachment control box (details unknown); unspecified competitor¿s product (axium/covidien (B)(4)); microcatheter (excelsior sl10/stryker, type unknown);